Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient went to the emergency room (ER) and was diagnosed with blood glucose (bg) over 500 mg/dl. For treatment, the patient was given intravenous (IV) insulin. The pod was worn between 4 and 24 hours on the abdomen. The patient was discharged after a few hours. The pod was discarded.